Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 79-year-old patient with a 7300tfx27 valve model implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years due to severe structural valve degeneration leading to severe mitral stenosis (mean gradient 12-16mmhg) with moderate thickened leaflets and mild regurgitation. Reportedly, the valve started showing signs of failure 1 year and 5 months before the valve replacement. At that time, moderate gradients and moderate pulmonary hypertension were noted but the patient was asymptomatic. Five (5) months before the procedure the gradients had increased (mean/peak gradient 21/46mmhg), the patient presented with exertional dyspnea and fatigue (nyha ii-iii). A 26mm transcatheter valve was implanted within the surgical valve with no reported complications. The patient was noted as to be discharged home.